Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device did not alarm when the tubing was clamped proximal to the device. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility on (B)(4) 2011 by the hospira field service engineer. The mechanism is expected to be returned for further testing. Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel.